Manufacturer narrative:
(B)(4) batch r9501n. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic partial pneumonectomy, the device loading (B)(4) could not be fired at the 2nd firing. It was found that the battery generated heat. Another device was used to complete the case. When the sales rep checked the device after the procedure, the device was not activated with the battery. There were no adverse consequences to the patient. No device will be returning. No further information is available.